Event description:
The clinical support specialist has reported that during surgery a 2.5 drill bit broke. Also, that for the surgery the surgeon planned to use an suprapectineal plate. The surgery was for a difficult anterior column fracture which was difficult to reduce. When the surgeon approached the medial wall, it started bleeding, so he changed the plan and used a matta 3 hole plate and some independent lag screw with washers. During the case the surgeon believes that he may have hit another screw, causing the 2.5 drill bit to break. The broken tip of the drill bit was left in the patient as it was unable to be removed. It may have caused damage to the patient to try to remove the drill tip. The was also reported that there was no delay to surgery.

Manufacturer narrative:
Evaluation summary: the reported event of the drill bit breakage could not be confirmed, since the device was not returned for evaluation. The root cause of the reported event most probably was user related as the event description stated that "the clinical support specialist has reported that during the case the surgeon believes that he may have hit another screw, causing the 2.5 drill bit to break." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The risk analysis s-ra023 rev.7 was reviewed, the risk of debris was classified as acceptable see risk benefit analysis and comment column: "the benefit of the devices in question by far outweighs the risks. Breakage of surgical devices is a frequent event. In the literature it is named approx. 0.3 % (o4). Mostly the broken parts would be removable without any great effort. In some cases the broken part would be positioned inside of the bone or would be not traceable in the soft tissue. Smaller fragments which are positioned inside of the bone without any irritation of the surrounding tissue should be left in place. All materials which are used for implants (titanium or stainless steel) and for surgical instruments (stainless steel) are tested for biocompatibility. Therefore, no significant adverse local or systemic effects have to be expected if a small amount of debris from damaged implants or instruments would remain in the surgical wound or in the bone. [...] Debris of orthopedic implants of and instruments is usually encapsulated by fibrous tissue formation and will not be registered by the patent. Only in rare cases noticeable soft tissue irritation may result from such an event (s2/o4) or additional specific measures (s2, s3) or unintended revision surgery (s3) would result from such an event." [Original statement] if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The clinical support specialist has reported that during surgery a 2.5 drill bit broke. Also, that for the surgery the surgeon planned to use an suprapectineal plate. The surgery was for a difficult anterior column fracture which was difficult to reduce. When the surgeon approached the medial wall, it started bleeding, so he changed the plan and used a matta 3 hole plate and some independent lag screw with washers. During the case the surgeon believes that he may have hit another screw, causing the 2.5 drill bit to break. The broken tip of the drill bit was left in the patient as it was unable to be removed. It may have caused damage to the patient to try to remove the drill tip. The was also reported that there was no delay to surgery.

Manufacturer narrative:
Part of the device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.